Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level above 600 mg/dl resulting in a hospitalization. Bg cause was not known. Additionally, it was reported that an occlusion alarm occurred. Customer declined to provide further information or undergo troubleshooting.